Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda appears to be related to challenging patient anatomy (dilated atrium, dilated ventricle, restricted posterior leaflet, tight chordae). The reported mr is a cascading event of the slda. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, dilated atrium, dilated ventricle, restricted posterior leaflet, and tight chordae. A mitraclip xtw was implanted, reducing the mr to a grade of 2. On (B)(6) 2024, an echocardiogram was performed and revealed that the previously implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing the mr to increase to a grade of 4.